Manufacturer narrative:
(B)(4). Date sent: 05/11/2010. Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. We did not received a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a laparoscopic sigmoid procedure, the staple line fell apart. Sutures were used to complete the case with no pt consequence. There is no further info available at this time. The device was discarded. Add'l info received on 4/20/2010: the device cut and stapled fine. The donuts were checked and they were good. When the surgeon did his leak test, the anterior staple came apart. The staples were malformed. The staple line was fixed with sutures and the case was completed with no pt consequence.